Event description:
Defective cpu board. Pump was received for evaluation. Unable to download history log due to cpu malfunction, cpu replaced. Equipment cleaned and post repair tested per quality control check list. Equipment is functioning as intended and is released for further use. After repair, device was found to meet specification. Regarding defective cpu board, a CAPA was opened in order to investigate the failure.

Event description:
Defective cpu board.